Manufacturer narrative:
Section a2: age/date of birth: mean age was 67 (standard deviation (sd):13) years old; not specified if implanted with johnson & johnson implant. Section a3: sex/gender: 50 (61.7%) females; 31 (38.3%) males; not specified if implanted with johnson & johnson implant. Section a4 patient weight: unknown/not provided. Section a5: race/ethnicity: 4 (4.9%) asian; 28 (34.6%) black or african american; 49 (60.5%) white; not specified if implanted with johnson & johnson implant. Section b3: date of event: (B)(6) 2019 (results of study first posted). Section d4: model number: unknown/not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as there was no indication the device was explanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6: health effect - impact code: code 1845 is to capture the reported tube erosion. Section h6: medical device problem code: code 3191 is to capture the reported gdd unspecified failure. Shunt tube exposure prevention study (steps). Clinicaltrials.gov identifier: (B)(6). Results first posted: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: shunt tube exposure prevention study (steps). A prospective, controlled study was done to evaluate the long-term efficacy of the thicker amniotic membrane graft (amnioguard¿, bio-tissue) in reducing shunt tube exposure in patients undergoing glaucoma drainage device implantation. A total of 82 subjects were enrolled in the study but only 81 were able to complete. The subjects were divided into two groups: subjects implanted with amniotic membrane graft (n=41; amnioguard¿, bio-tissue inc) and subjects implanted with the pericardial graft (n=40; tutoplast®, iop inc) to cover the glaucoma drainage device (gdd) tube. All subjects were either implanted with the ahmed valve or the baerveldt valve. Complications reported in the amniotic membrane graft group include tube erosion (n=2) and corneal edema (n=2) while in the pericardial graft group, complications reported include tube erosion (n=11) and corneal edema (n=3). Gdd failure occurred in 2 subjects in the amniotic membrane graft group and 2 subjects in the pericardial graft group. There are no indications in the clinical trial of any interventions provided. It is not clear if these complications occurred in the eyes implanted with the baerveldt valve or the other product.